Manufacturer narrative:
A revision procedure was subsequently performed and this lead and the associated device were removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller and recommended further troubleshooting. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited increased threshold measurements. Additionally, increased pacing and shocking impedance measurements on the right ventricular (rv) channel. Shocking impedance is now out of range with measurements in the 140 ohms range. No adverse patient effects were reported.